Event description:
It was reported that this patient experienced pain over her back and both hips. The patient had a rash at times located over the top of her middle spine. The patient reportedly went through withdrawals, off and on, and sweat "really bad." The patient stated she wanted to have the pump removed but the physician did not want to do this. A magnetic resonance imaging (MRI) scan was reportedly being done to verify the pump system. In addition, the pump was reported to have been running really loud and had a grinding noise. The patient reported being deaf in one ear and could not hear it very well but her family member heard it. The patient had read on the website that the pump was not meant to have dilaudid in it as one could experience overdose and then underdose symptoms. The patient reported this was what she felt she was having as it "seems like the dosage isn't even." This had been occurring since around (B)(6) 2012, since her pump and/or catheter were repaired. The patient had transferred to a pain clinic and had thought they would take it out. Reportedly, they would not but would put saline in it. The patient reported problems with her thyroid and liver and thought this was related to overdosing and withdrawing. The patient's ankles would swell up horribly and then for the next two days the patient reported to "sweat-sweat-sweat." The patient reported that most of the day she was in bed and felt the pump should have helped her and the dilaudid had not appeared to work for her. The patient did not want to give up but felt that something was "not right." This device system delivered dilaudid. It was later reported that the patient was told by the pain clinic that the pump had been switched to 1 milligram (mg) per day from 2.3 mg per day. The patient inquired as to the cause and why this occurred. The patient further reported vomiting and sweating for one month. Since the catheter repair the patient has been "sick," had a rash, felt dizzy, and gained 40 pounds. The patient again reported a cycle of feeling overdosed and withdrawals. The rash on the patient's spine was now reported also as terribly itchy. At one point the patient felt as if she had "done something wrong to not make my pump work." The patient had failed a drug test while being managed by another physician. Methamphetamines were present although the patient said she had never used drugs. The patient was asked to find another physician and then transitioned to the pain clinic. The MRI had been ordered by the pain clinic and performed on (B)(6) 2013 to verify pump function. It was later reported that the pump had initially helped the patient for a couple weeks. However, she continued to express that she wanted the pump removed as it had caused her more pain and trouble. The pump was reported to be pinching her in the top left corner. The patient reported not "receiving my medication because tubes that lay in there." The patient felt that the pump was not delivering consistently and made her "sick," nauseous, sweat, and "stuff like that." She went to the emergency room (ER) on (B)(6) 2013 as the swelling was "horrible" at the pump site. She had fallen about four months prior, but no trauma or falls recently. The patient continued to express that she did not want the pump implanted any longer and continued to seek a physician to remove it. Reportedly the patient's physician noted how complicated the pump and its removal was, felt it was "failing," but would not take it out. Per the patient, nothing was found on the MRI as the outline was metal but a different issue was discovered and the patient was to see her neurosurgeon on (B)(6) 2013 concerning this. The patient was also to discuss the ongoing issues and concerns regarding the pump and its removal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8711, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed sc connector non signifcant indent in seal, did not affect infusion.

Event description:
Additional information received reported the patient experienced ¿injuries¿ caused by a ¿defective¿ device system. No further information was provided including what the specific injuries consisted of. Should additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had not been seen by their primary physician since (B)(6) 2014. No patient outcome was reported.

Event description:
It was further reported that the patient¿s pump and catheter were explanted due to the provider confirming oral usage.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced a catheter/delivery failure resulting in injuries of failure of therapy, hospitalization, and surgery. The date of the catheter revision was (B)(6) 2012.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.